Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The device was evaluated by olympus. It was noted that the insulation failed at the plastic distal end cover. It was also noted that the light guide lens and charge coupled device lens were cracked. The light guide lens and charge coupled device lens were chipped. The bending section rubber glue was white clouded and separated. The coil pipe plate was deformed and the up/down knob was out of standard value. The plug unit was damaged and the angulations were not up to specification. The biopsy channel had wear and tear. The customer provided the cleaning, disinfection, and sterilization (cds) practices performed onsite. During pre-cleaning, water was aspirated through the instrument channel and the air/water and auxiliary channels were flushed out. The customer uses a detergent during pre-cleaning but did not provide details. During manual cleaning, the customer uses detergent aniosyme synergy 5 and brushes the instrument/suction channel, the suction cylinder and the instrument channel port with asept inmed brushes, reference 201790. The customer uses a getinge automated endoscope reprocessor (aer) for reprocessing. Per the customer, the aer was not tested. The endoscopes are stored in a soluscope cabinet (soluscope_anios dsc8000) and olympus is the maintenance company the user facility uses. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for one (1) colony forming unit (cfu) of staphylococcus pasteuri on the operating channel, more than 200 cfus of klebsiella pneumonia, stenotrophomonas maltophilia and pseudomonas aeruginosa on the suction channel and 3 cfus of stenotrophomonas maltophilia on the air/water channel. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.